Manufacturer narrative:
Investigation summary: it was reported the package was damaged and leaked. As a sample was not returned, a thorough sample investigation could not be completed. The flow wrap is not fully sealed and purposely has openings to let the air flow out during the packaging process. A device history record review was completed for provided material number 306593, lot 2040573. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported while using bd pre-filled normal saline syringe the product was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when using the flush, it was found that the package was damaged and leaked. Immediately replace the other flusher to seal the tube. No harm was done to the patient.